Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had wanted assistance in turning up their stimulation because they noticed as of today ((B)(6) 2022) they weren't feeling it. Guided the patient in using their 3037 programmer with the antenna to connect however the patient received the poor communication screen both with and without the antenna attached. The patient confirmed they were using fresh aaa alkaline batteries. Asked the patient if they'd had any recent falls or traumas and the patient confirmed that they'd fallen a lot because of low blood sugar and that last night they fell on the ins. The patient also mentioned that they "did a thing" where they placed "jelly" in the patient's uterus or urethra, the patient wasn't sure where it had been placed, and that helped the patient with their leaking. The patient stated they used to leak when they worked out or sneezed but now they didn't use as many pads, that they were down to 1 pad a day. The patient confirmed that they'd always gotten a 50% or greater reduction in their symptoms with the therapy and that the jelly had been placed in addition to the patient using the therapy. Given the patient fell on the ins last night and wasn't feeling the stimulation today and was unable to connect using their programmer to see their settings, the patient was redirected to follow up with their managing health care provider (hcp). The patient was going to reach out to their hcp to have the implanted system checked.